Event description:
Falsely elevated troponin I results of 1.83, 1.8 and 1.9 ng/ml were obtained from the same pt sample. The elevated result of 1.83 ng/ml was reported to the physician who questioned the result. A new sample from the same pt was tested on alternate methodology and a result of 0.009 ng/ml was obtained. The original sample was retested on alternate methodology and a result of 0.00 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated troponin I results. Analysis of sample by dade behring inc. Indicates that the most likely cause for the falsely elevated troponin I results was non specific binding.